Manufacturer narrative:
Image review: a single still image was provided for review. The patient¿s executive summary was unavailable, limiting the ability to conduct a thorough anatomical assessment. Fluoroscopic inspection of the valve load was not provided, making it impossible to confirm proper loading. The provided image depicts a released valve and the nose cone of the delivery catheter system interacting with the inflow portion of the valve frame. Notably, the guidewire appears to have been withdrawn, as the tip of the guidewire is not visible. It was reported that, due to concerns regarding the readvancement of the non-medtronic guidewire, it was replaced with a j-tip guidewire. As stated in the instructions for use (IFU), during use, while the catheter is in the patient, ensure the guidewire is extending from the proximal end of the catheter. Do not remove the guidewire from the catheter while the catheter is inserted in the patient. It was documented that the nose cone then became caught on one of the paddles, but after a few maneuvers it eventually disengaged from the evolut and was successfully removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule partially opened. Delamination was observed over the nitinol reinforcing frame of the capsule. An in- house 0.035-inch guidewire was back, and front loaded with no issues noted. The handle appeared to retract and advance the capsule. The handle and the trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation evident to the remainder of the device. The reported event of guidewire interaction issues could not be confirmed through analysis. The reported event of difficult to remove/ withdraw could not be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, following valve deployment, the delivery catheter system (dcs) nose cone was attempted to be centralized but became caught on the inflow of the valve. Due to concern that pushing forward on the non-medtronic (safari s) guidewire would perforate the left ventricle, it was exchanged for a j-wire. The j-wire had difficulty going back through the nose cone, but the nose cone was able to be freed from the inflow to the waist. The nose cone then became caught on the c-tab paddle. After difficulty freeing the nose cone, the dcs was finally able to be advanced and rotated getting the nose cone off the c-tab. It was reported that the physicians attributed the issue to the patient¿s tortuous anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.